Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: (B)(6) block h6: device code a0401 captures the reportable event of handle shaft bent. Block h10: visual inspection of the returned device found the handle was disassembled. There are marks which are evidence that the parts were previously joined. The handle cannula was kinked, detached from the handle, and was completely outside of the coil. No issues found in the basket wires and the tip was still attached to the basket wires assembly. The side car rx was found torn and pushed back out of specification. The working length was found kinked and the sheath was found torn. The thumb ring was found detached from the handle. The basket wires were also folded. Both dimples from the screws were visible at proximal section of the handle cannula and drag marks were present from dimples towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The handle label was removed to expose the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural factors or factors encountered before the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during its use can lead to the handle cannula to detach from the handle. The drag marks observed indicates that a lot of force was applied to retract the basket. This excessive force could have caused the kinks in the working length, basket wires folded, the torn condition, handle components broken, and thumb ring broken. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic bile duct stone crushing procedure performed on (B)(6), 2020. According to the complainant, during the procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a stone; however, the stone could not be crushed and the handle was bent. The stone was successfully crushed using a non-bsc crasher basket and the procedure was completed using another trapezoid basket. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The initial reporter facility name is (B)(6) medical center. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic bile duct stone crushing procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a stone; however, the stone could not be crushed and the handle was bent. The stone was successfully crushed using a non-bsc crasher basket and the procedure was completed using another trapezoid basket. There were no patient complications as a result of this event.